Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: papastergiou et al (2009) greece. Reference: papastergiou sg, koukoulias ne, ziogas e, dimitriadis t, voulgaropoulos h. Broken bioabsorbable femoral cross-pin as a cause of a chondral lesion after anterior cruciate ligament reconstruction. Bmj case rep. 2009;2009. Epub 2009 mar 26. Address: n e koukoulias, department of orthopaedics, agios pavlos general hospital, 161 ethnikis antistasis street, thessaloniki 55134, greece. E-mail address: nikouk@otenet.gr. Patient characteristics: age: (B)(6).gender: male, type of lesion: acl tear. Perioperative complications: joint: knee. Anchor (# per lesion): rigidfix bioabsorbable pins (2), bio-intrafix suture: - other devices: - technique: acl reconstruction am (hamstring autograft). Surgical complications: - anesthesia complications: - device complications: - other complications: - time complication: 20 mo. F/u time: 2 yrs. Loose device: broken suture: broken pin in lateral compartment causing chondral erosion in femoral and tibial condyle, effusion and lateral joint-line pain, no signs of instability tissue damage: - imaging studies: diagnostic arthroscopy: broken pin in the lateral compartment, chondral erosion (lateral femoral and tibial condyle), graft intact, MRI: unremarkable reoperation (related/unrelated): related: arthroscopy objective outcomes: - functional outcomes: returned to pre-injury level of activity after re-arthroscopy. Subjective outcomes: pain resolved after re-arthroscopy. Patient satisfaction.

Manufacturer narrative:
This report is being file to capture a historical event captured by our medical safety officer from a publishing. The issue relates to a knee repair on a (B)(6) y/o male with the use of an rigidfix for femoral fixation which broke. The report goes on to explain the subsequent complications, test, re-surgery and therapies. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being file to capture a historical event captured by our medical safety officer from a publishing. The issue relates to a knee repair on a (B)(6) male with the use of an rigidfix for femoral fixation which broke. The report goes on to explain the subsequent complications, test, re-surgery and therapies. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: papastergiou et al (2009) greece reference: papastergiou sg, koukoulias ne, ziogas e, dimitriadis t, voulgaropoulos h. Broken bioabsorbable femoral cross-pin as a cause of a chondral lesion after anterior cruciate ligament reconstruction. Bmj case rep. 2009;2009. Epub 2009 mar 26. (B)(6). Patient characteristics: (B)(6). Gender: male, type of lesion: acl tear. Perioperative complications: joint: knee, anchor (# per lesion): rigidfix bioabsorbable pins (2), bio-intrafix, technique: acl reconstruction am (hamstring autograft). Time complication: 20 mo. F/u time: 2 yrs. Loose device: broken suture: broken pin in lateral compartment causing chondral erosion in femoral and tibial condyle, effusion and lateral joint-line pain, no signs of instability tissue damage: imaging studies: diagnostic arthroscopy: broken pin in the lateral compartment, chondral erosion (lateral femoral and tibial condyle), graft intact, MRI: unremarkable reoperation (related/unrelated): related: arthroscopy functional outcomes: returned to pre-injury level of activity after re-arthroscopy subjective outcomes: pain resolved after re-arthroscopy.